Event description:
(B)(4) - no serious injury alleged. Malfunction alleged. Provider stated mercury switch was just a bad switch because the tram box recline runs by itself. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.